Event description:
It was reported that the patient lost consciousness due to hypoglycemia and required medical attention on (B)(6) 2025. The patient's blood glucose (bg) levels dropped to 1.9 mmol/l (34.2 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. The ambulance was called due to the patient being unconscious and the patient was transported to rijnstate hospital. At the hospital, the patient was treated with fluids and insulin via intravenous. The patient stated being unconscious when everything took place and only remembers waking up at the hospital and having a new pod on. The patient was discharged (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs. No problems were found that would result in the over-delivery of insulin. Device download data generated an occlusion during runtime, alarm. During investigation, fluid didn't pass through initially due to a crystallized insulin blockage in the hard cannula, which when removed allowed the insulin to flow freely through the fluid path. No damages or defects were observed on the drive mechanism that would contribute to the alarm. The root cause of the occlusion alarm could not be determined and the occlusion alarm could not be linked to the reported event.